Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2001; 4965-50 lead, implanted: (B)(6) 2004; 4965-35 lead, implanted: (B)(6) 2004; 5866-38m adaptor, implanted: (B)(6) 2004; 5866-38m adaptor, implanted: (B)(6) 2004: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead exhibited low impedance. It was further reported that the right ventricular lead exhibited chronically high thresholds and over-sensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cardiac compass displayed invalid data. The implantable pulse generator (ipg) remains in use.